Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that the surgeon concerned regarding the raster lines appears in patient's stroma with only few cases during surgery in unknown eye of the patient. Patient symptoms were continuing.

Manufacturer narrative:
Additional information provided in h.3., h.6., and h.11. A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. Logfiles, treatment report, treatment type, pre and post-op clinical data, information about latest technical site visit was requested but not provided, therefore a deeper investigation cannot be performed. Root cause cannot be identified based only on a blurry picture. No root cause was identified as not enough information was provided. Root cause could not be identified conclusively. The manufacturer internal reference number is: (B)(4).